Event description:
Caller reported a malfunction on the pump but no notable events occurred prior to the issue. Customer's blood glucose level did not exceed 500 mg/dl and remained within normal range. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and customer was instructed to continue using the pump and to call back if the issue recurs. Caller acknowledged and understood the advice given.